Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. DHR review for part# 352.311 lot# 7855693. Release to warehouse date: 27feb2015. Expiration date: n/a. Supplier: (B)(4). No non-conformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service history record review was performed for the subject device. No service history review can be performed as part number 352.311 with lot number(s) 7855693 is a lot/batch controlled item. The manufacture date of this item is 27-feb-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the tip of the screwdriver broke. The repair technician reported the inner shaft tip was broken. The inner shaft was replaced. The repair technician then reported that the etch on the item was faded. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed for the subject device. The following complaint device was received by customer quality (cq): one extraction screwdriver (part number: 352.311, lot number: 7855693, mfg date: 2feb2015) the complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws (relevant brochure). The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined by customer quality upon receipt and the complaint condition of broken could not be confirmed as s&r already replaced the inner shaft with a new inner shaft. The complaint condition of etching faded is confirmed as it is difficult to read the part/lot number of the instrument. Replication of the complaint condition is not possible as the inner shaft was replaced and the etching is already fading. Drawings for the instrument were reviewed, specifically 352_311 and 03_613_004. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. No root cause was able to be determined by service and repair. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Event date: unknown. Other number¿UDI: (B)(4) lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine service and repair inspection of and evaluation set it was discovered that the tip of the extraction screwdriver was broken. There was not reported patient and surgical involvement. This report is 1 of 1 for (B)(4).